Manufacturer narrative:
The pump passed the self test. All buttons function properly. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump history on 03/08/2026 at 06:40:35.000, 06:55:09.000 and 07:28:06.000 and 03/09/2026 at 09:55:38.000 and 10:19:12.000. The sc1 cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly, keypad flex tail and da1 and j1/pcba 1. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file due to moisture damage on keypad flex tail and da1 and j1/pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was found that a button had been pressed for more than three minutes, the alarm could not be cleared, and the issue occurred while the pump was idle. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.